Manufacturer narrative:
The device was returned to the manufacturer for analysis. The operating system and application loaded, time/date (cmos check) was good, and both virus scan and patient data removal were performed. Following patient data removal installed mobile view station (mvs) computer in a test imaging system and the system readied as expected. 2d and 3d imaging, as well as store and recall were successful while under test. Shutdown sequence was as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. To resolve the reported issue, the viewing station of the imaging system computer was replaced on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect viewing station of the imaging system computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a blue screen appeared on the viewing station of the imaging system when shutting down the imaging system. No additional information was provided. There was no patient present when this issue was identified.